Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reports sporadic shocking sensations and fluctuations in stimulation intensity. The patient also reports excess of recharging. The patient reports no longer getting good pain relief. Re-programming was attempted. The issue was not resolved. Patient will be scheduled for upgrade to a new ipg.